Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level averaged from 200 mg/dl to 500 mg/dl. The customer was nauseous and was vomiting. The customer treated her blood glucose level with a bolus. The insulin pump alarmed no delivery. The device was not returned.